Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph could neither verify nor refute the reported issue of leak based on due to the quality of the provided photo. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 250ml exactamix eva tpn bag had leaked from the left corner of the bag, near the port. The bag had been compounded with an unspecified solution in the customer's facility. This event occurred during administration to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.